Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was missing a sponge. This was discovered before use. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection performed with the naked eye did not verify that there was no sponge. The reported issue was not verified: however, the device was determined to fail meeting performance specifications since the sponge was found to be separated from the cap. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.